Manufacturer narrative:
Lifescan (lfs) has reqeusted return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra 2 meter read inaccurately high. The patient provided limited information while speaking to the customer service representative (csr) since she had to go and hung up. It is not known when the alleged issue began. The patient stated that she had gotten a meter reading of "100 mg/dl" and then "bottomed out." According to the csr, the patient alleged that she ended up in an emergency room (ER) and received unspecified treatment from a healthcare professional (hcp) because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what specific symptoms of bottoming out she experienced, what date/time she bottomed out, what her last meter reading was before she bottomed out, what date/time the last meter reading was obtained, and what actions the patient took based on the last meter reading. In addition, it would have been helpful to know what actions the patient took before and after the symptoms developed, what hcp treatment she received, if her blood glucose was tested on another device during the time of concern, what date/time she received the hcp treatment, what date/time the reported result of "100 mg/dl" was obtained, and if she tested herself with the reported meter after the symptoms developed. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she bottomed out and received medical treatment from a hcp because of the alleged issue.